Event description:
It was reported per field service report: symptom - cpu (central processing unit) failure. Error on start up. Checking with personnel in cath lab. Error was in yellow screen shortly after start up (could have been when tried to start pumping). Had a second pump so just transferred leads and connector to the second pump. Delay of 1 to 2 minutes. This pt did pass; was coding at that time. The symptom was unconfirmed. Could not reproduce error, but due to nature of call replaced cpu. Ran 1 hour, no cpu errors (hospital placed no blame on iabp). All triggers checked. Replaced cpu and new software. Performed functional checks - passed. The pump is back in service. Software level 2.23. Additional info received on (B)(4) 2012 stated that the fsr (field service rep) and the biomed (from the hospital) went up to see the rn in the cv (cardiovascular) center, but she was in a case. She did come out to speak to them about the pump problem, but was in a hurry since she still had her scrubs and mask on. The rn did state that the pump was on and all hooked up when it alarmed CPR error in a yellow screen or box; the rn just moved everything over to a second pump and went on. When asked the pt status, the fsr and biomed were told by the rn that the pt did not make it, but it was not caused by the pump. The pt was in very bad shape to begin with. Per the fsr, the rn seemed to be the one in charge. Delay or interruption in therapy was the time while switching the pump. No medical/surgical intervention was required.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.